Manufacturer narrative:
Nicole carnt, jeremy hoffman, seema verma, cherry radford, darwin c. Minassian and john k.g. Dart: acanthamoeba keratitis: confirmation of a current UK outbreak and a prospective case control study identifying contributing risk factors. No testing methods performed. No results available since no evaluation performed. Unable to confirm complaint. Device not returned.

Event description:
On 23 march 2018, an email was received from an eye care provider (ecp). The ecp is the author of a prospective study, conducted in the UK, that has been submitted for publication in 2018. The email contained an attached summary data spreadsheet containing the medical information for the subjects involved in the prospective acanthamoeba keratitis study. The information received from the ecp included only those study subject who reported wearing acuvue brand products at the time of the adverse event. All the study subjects were initially examined and diagnosed with acanthamoeba keratitis during 2011-2014. The patient (pt), study ID 13, with an unknown diagnosis, was referred to the hospital on 11 oct 2012 and subsequently diagnosed with acanthamoeba keratitis. Initially the pt had severe pain, photophobia, red, watery os with poor vision. The pt reported wearing 1 day acuvue moist brand contact lenses and used a multipurpose solution. The pt reported showering in the lenses. The pt also reported the lenses were 3 months old and were stored in a lens case that was 4 months old. The pt treated was with antiamoebics for 2 years and 3 months and topical steroids after diagnosis. Va: 6/9 (20/30) os. No additional information is expected to be received. The lot number of the suspect product is unknown. Suspect product is not available for return for evaluation. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.